Event description:
Follow up information received reported that the patient was doing fine. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient's implantable neurostimulator had "normal" impedance readings at the time of implant. But, when the patent was subsequently seen in the clinic, a short circuit was found. No patient symptoms our outcome were provided. Additional information was requested but not available as of the date of this report. See MFR. Report #3004209178201108027 for a similar incident.

Event description:
Follow up information received clarified that this patient had 2 neurostimulators implanted. (See also manufacturer report #3004209178-2011-10111 for the other device system). Interrogation of the neurostimulator on (B)(6) 2011 showed that all electrode combinations were within normal range (range: 784 to 1286 ohms at 3.17 volts). The neurostimulator status was reported as "ok". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237201108051. Additional information received clarified that the correct manufacturing site was site #3004209178. Lead model 3389-40 lot #j0337392v implanted: (B)(6) 2003 explanted: na; extension model 748251 (B)(4) implanted: (B)(6) 2003 explanted: na; programmer model 37642; neurostimulator model 37602 (B)(4) implanted: (B)(6) 2011 explanted: na; lead model 3389-40 lot #j0333953v implanted: (B)(6) 2003 explanted: na; extension model 748251 (B)(4) implanted: (B)(6) 2003 explanted: na.